Event description:
Reported due to device not crossing requiring surgical intervention. A perforation occurred in an unknown vessel during an unknown procedure. The physician attempted to place a graftmaster stent to treat the perforation but was unable to cross. Therefore, the device was not implanted and the performation was not sealed; the device was removed from the pt. The pt was taken to surgery for repair of the perforation. It is unknown if the pt's hospitalization was prolonged as a result of this event. At least report, pt was "doing fine." Though requested, no additional information was provided.